Event description:
It was reported that the plug driver could not adequately grab the plug and while torquing to lock in place, the plug was cracked. The plug was removed and another plug was fit into place. Patient outcome: no adverse effect reported as a result of this event.

Manufacturer narrative:
This is 1 of 2 mdrs for this event. Please see MDR number: 2242816-2011-00110. Per the instructions for use: "prior to use, instruments should be visually inspected and function should be tested to assure instruments are functioning properly. If instruments are discolored, have loose screws/pins, are out of alignment, are cracked or have other irregularities, do not use."